Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patients ipg was inoperable, and the lead exhibited high impedances and unable to be placed in MRI mode and as such the lead was explanted and replaced with two leads and ipg replaced as well. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients leads displayed high impedance and the ipg had reached end of life. As a result, surgical intervention was undertaken wherein the system was explanted and replaced to address the issue.